Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Ppf and sticker sheets received. Ppf alleges loosening of cup. After review of medical records for the MDR reportability, patient was revised to address failed tha with severe acetabular osteolysis. Clinical notes reported of polyethylene wear and retroacetabular osteolysis. Revision notes stated that the shell was superiorly in place, old liner was removed, central screws were removed,and behind the cup showed a deep osteolytic defect, cup was also removed. There was tremendous osteolysis behind the cup with the huge areas of polyethylene granuloma. Doi: unknown - dor: (B)(6) 2010 (left hip). See (B)(4) for the second revision.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.